Event description:
It was reported that a minimum fill notification occurred however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer to clean the pneumatic tap area of the pump and remove it from its case. After following these instructions, the customer successfully loaded a cartridge and resumed insulin with the correct amount showing on the pump.